Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
The customer reported that she sometimes experienced high blood glucose. The blood glucose reading at time of the call was 400mg/dl. The customer stated that the insulin pump took more time to deliver insulin. Troubleshooting was performed, and the high pressure test passed. However, the customer stated that she did believe the insulin pump was not delivering insulin. No further info was provided.